Event description:
It was reported that bd alaris pump module blood infusion set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by customer that blood dripping from the pump a few seconds after setting up the pump for blood transfusion (prbc). It was noted that the pump did not indicate any errors, and the tubing was okay during priming. It was observed that blood only started dripping after setup.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
It was reported by customer that blood dripping from the pump a few seconds after setting up the pump for blood transfusion (prbc). It was noted that the pump did not indicate any errors, and the tubing was okay during priming. It was observed that blood only started dripping after setup. One sample was received for quality evaluation. Visual inspection was conducted on the sample and no damages or abnormalities were identified. The sample was then primed and a leak was discovered coming from the silicone tubing of the pumping segment. Based on the findings of the investigation and the description of when the customer discovered the failure. The root cause of the leakage is determined to be a misloading of the pumping segment into the alaris pump. Leakage was not noticed during priming of the infusion set, but leakage was noticed after the tubing was set in the pump, which indicates that the set was misloaded causing for the silicone tubing of the pumping segment to become damaged. Bd clinical has been notified to determine if further instruction or training is needed for proper use of the infusion sets. A device history record review for model 2278-0500 lot number 24066739 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.